Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse was flushing the catheter and clamped the extension line. The syringe was then removed from the hub and the hub came off with the syringe. It was noted the hub came off easily without any force. There was no patient death or complications reported. It was noted the line was clamped so there was no patient issue.

Manufacturer narrative:
(B)(4). Device evaluation: the report that one of the luer hubs separated from the catheter during use was confirmed. The customer returned one used 3-lumen, 7 fr x 20 cm catheter with the white hub detached from the proximal extension line. The sample was microscopically examined. A shallow indentation was observed on the end of the luer hub, around the opening. No extrusion material was visible inside the hub. The opening in the hub for the extension line measured .053 inches. The end of the proximal extension line had a smooth even appearance. The extrusion graphic lists the inside diameter (ID) at .055/.059 and the outside diameter (od) at .084/.088 inches. The inside diameter measured .056 inches. The outside diameter of the distal extension line was measured at 0.086 inches. Both measurement met specifications. A manual tug test determined that the medial and distal luer hubs were firmly attached to the extension line. A device history record review was performed on the catheter based on sales history and did not reveal any manufacturing related issues. The opening in the hub was measured at other remarks: .053 inches, while the od of the extrusion measured .086 indicating that the extension line was not fully inserted into the hub. The probable cause of this issue is manufacturing related.